Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11: corrected data: g4: awareness date reported on follow up 1 report as april 30, 2020 but should have been may 15, 2020. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation surgery for right tibial plateau fracture with the plate and the locking screw. During the screw insertion, the surgeon tried to insert the locking screw as a normal surgical technique, but the screw was idling, and the torque was not working properly. The surgeon found by image intensifier that the screw was already passed through the plate, and he removed the screw immediately. The surgeon confirmed that a drill sleeve was attached to the plate properly. The surgeon drilled again, but the screw was inserted into the same hole in question. The surgeon tried to insert another locking screw, but the same event occurred. The surgeon thought that it is dangerous to try to insert the locking screw into the same hole, and he fixed the plate with a cortex screw. The other locking screws were inserted without any problem, and the surgery was completed successfully with a thirty (30) minute delay. The patient will rehabilitate normally. The surgeon commented that the cortex screw could fix the plate firmly considering the bone quality. Concomitant device reported: guides/ sleeves/ aiming (part number unknown, lot unknown, quantity 1), drill (part number unknown, lot unknown, quantity 1), screws: locking (part number unknown, lot unknown, quantity 1), torque device (part number unknown, lot unknown, quantity 1), 3.5mm ti locking scr slf-tpng w/ stardrive recess/ 36mm-ster (part number 412.115s, lot 5l68767, quantity 1). This report involves one (1) 3.5mm ti lcp proximal tibia pl low bend 4h/ 76mm/ right-ster. This is report 1 of 3 for (B)(4).

Event description:
Updated event description: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation surgery for right tibial plateau fracture with the plate and the locking screw in question. During the screw insertion, the surgeon tried to insert the locking screw as a normal surgical technique, but the screw was idling, and the torque was not worked properly. The surgeon found by image intensifier that the screw was already passed through the plate, and he removed the screw immediately. The surgeon confirmed that a drill sleeve was attached to the plate properly. The surgeon drilled again, but the screw was inserted into the same hole in question. The surgeon tried to insert another locking screw, but the same event occurred. The surgeon thought that it is dangerous to try to insert the locking screw into the same hole, and he fixed the plate with a cortex screw. The other locking screws were inserted without any problem, and the surgery was completed successfully within 30minutes delay. The patient will rehabilitate normally. The surgeon commented that the cortex screw could fix the plate firmly considering the bone quality. He also commented that the locking hole of the plate had some problem because another locking screw could not be inserted properly. No further information is available. Concomitant device reported: unknown drill sleeve (part# unknown, lot# unknown, quantity# 1); unknown drill (part# unknown, lot# unknown, quantity# 1); unknown torque (part# unknown, lot# unknown, quantity# 1); unknown locking screw (part# unknown, lot# unknown, quantity# unknown). This complaint involves three (3) devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. Device history lot sterile part : 04.124.200s, lot: 6l48144, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: dec. 03, 2019, expiry date: nov. 01, 2029 . Since there is no allegation against packing or sterility, a manufacturing record evaluation was not performed. Non-sterile part: 04.124.200, lot: 25p9348, manufacturing site: synthes USA hq, inc. Added by jbrooks 5/15/2020. Part number: 04.124.200, lot number: 25p9348, part manufacture date: nov 13, 2019, manufacturing location: elmira, part expiration date: n/a, nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 3.5mm ti lcpproimal tibia pl product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device history review this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.